Event description:
We are writing to inform the FDA of an unexpected serious adverse event (sae) which resulted in a participant death in 2009 that occurred following the use of a legally marketed device used in accordance with its labeling in the context of a research study. The event occurred two weeks following the procedure. The patient expired that day, following radiofrequency ablation of 2 pulmonary nodules two weeks prior to the pt's death. The patient coughed and died of massive hemoptysis at home. His chest was opened, but the medial necrotic ablated nodule had eroded into a vessel and bronchus and nothing could be done. A medial 2 cm hepatoblastoma nodule bridging the rml, rll and contiguous with the rml, rll pulmonary artery and bronchi was rf ablated with a 17g cool tip cluster probe with 3, 2.5 cm active tips. Two, 12 minute burns were performed there, one position next to the 4mm rll bronchus and the next, next to the 10mm rml pulmonary artery. That lesion heated remarkably well to 73 c without increasing the patient's core body temperature.

Event description:
The account is unable to obtain accurate patient results due to error code 1007 (unable to process test, activated read failure) generated on the architect i2000 analyzer. Trouble shooting confirmed that there was a spike wave originating from the reaction vessel cells contributing to the issue. The customer was instructed to replace the reaction vessel cells with another lot (68007p100). No impact to patient management was reported.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.